Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: on rare occasions, the sensor wire may break or detach from the sensor pod. If a sensor wire breaks under the skin with no portion of it visible, don't remove it. Contact your healthcare professional if you have redness, swelling, or pain at the insertion site.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a missing sensor wire retained in the patient's skin. The sensor was inserted at the upper buttocks on (B)(6) 2017. Patient's mother reported that the patient complained insertion site pain more than normal, and that the sensor failed within 2 to 3 hours. She was not able to see any portion of the sensor wire under the removed sensor pod. Patient went to an emergency room and an x-ray exam confirmed the retained sensor wire on (B)(6) 2017. No additional event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.